Event description:
A pump declared an altitude alarm 21, but there was no adverse impact on the customer¿s blood glucose level. The issue did not cause the customer's blood glucose to exceed 500 mg/dl. Despite the alarm, the customer's insulin was not suspended, and they did not need to replace the cartridge. The caller received tips from cts for preventing altitude alarms. After understanding and acknowledging the advice, the caller resolved the issue by resuming insulin with the original cartridge.